Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.0mmx60mmx135cm (4f) fg sterling balloon catheter was advanced for dilation. However, during first inflation at 14 atmospheres for 1 minute, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications reported.